Event description:
Patient revised to address loose femoral component. Polyethylene wear and osteolysis noted.

Manufacturer narrative:
Examination of the submitted tibial insert component confirmed polyethylene wear. A search of the complaint database did not show any other reports against the manufacturing lot. The investigation could not draw any conclusions about the polyethylene wear; however, evidence was found indicating poor device alignment and preferential loading of the femoral component onto the tibial insert component. In addition, the reported patient large physical stature and high activity level are also possible contributing factors. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.